Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected h5. Updated fields: d8, g1, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken resulting in the image not displayed. Based on the results of the investigation, it is likely a defective video cable led to the reported malfunction. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device displays stripes, noise and pixelation. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.